Event description:
Regulatory agency reported right side alcl-aim cd30+ alk via anatomopathological exam. The device has been explanted.

Manufacturer narrative:
Continued e1 phone number: (B)(6). The event of lymphoma - alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: alcl-aim cd30+ alk.

Event description:
Regulatory agency reported right side alcl-aim cd30+ alk via anatomopathological exam. The device has been explanted.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Regulatory agency reported right side alcl-aim cd30+ alk- diagnosed by anatomopathological analysis. Later healthcare professional provided MRI results diagnosing ¿obvious wrinkling of the collapsed breast prosthesis with abundant intracapsular periprosthetic effusion" and "clear collapse of the right breast prosthesis with abundant periprosthetic collection and early formation of an internal shell". Device has been explanted.